Event description:
It was reported that a local distributor from bulgaria was calling referring to a conversation they had with an health care professional (hcp) who reported an implantable cardioverter defibrillator (ICD) was exhibiting undersensing of ventricular fibrillation. The field mentioned they experienced difficulty with reprogramming the ICD as well. All evidence indicates the ICD remains in service and no adverse patient effects were reported. No contact information was communicated in this event in regard to who the hcp was and/or what hospital was associated with this event, only that the event occurred in bulgaria.